Event description:
It was reported that the device responded with therapy disabled message during operational check. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench technician evaluated the device and determined that the therapy pca(printed circuit assembly) board requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca(printed circuit board), which was replaced, and the device was returned to full functionality. The device was sent back to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device responded with therapy disabled message during operational check . There was reportedly no patient involvement.